Manufacturer narrative:
Investigation results of the returned unit confirmed that the end of life was reached; however current consumption of the electronic module was normal.

Event description:
Reportedly, during the follow-up of the subject pacemaker performed on (B)(6) 2014, end of life (eol) was reached. The device was explanted and returned for analysis. It was reported also that during previous follow-up performed on (B)(6) 2013, the battery impedance was at 2.8 kohm and it was displayed a time to elective replacement indicator (eri) of 13 months.

Event description:
Reportedly, during the follow-up of the subject pacemaker performed on(B)(6) 2014, end of life (eol) was reached. The device was explanted and returned for analysis. It was reported also that during previous follow-up performed on (B)(6) 2013, the battery impedance was at 2.8 kohm and it was displayed a time to elective replacement indicator (eri) of 13 months.

Event description:
Reportedly, during the follow-up of the subject pacemaker performed on (B)(6) 2014, end of life (eol) was reached. The device was explanted and returned for analysis. It was reported also that during previous follow-up performed on (B)(6) 2013, the battery impedance was at 2.8 kohm and it was displayed a time to elective replacement indicator (eri) of 13 months.